Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. A34128) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies and intrauterine device removal). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. The reporter commented: 4 coil on right, 1 coil on left. Lot number: a34128 manufacturing date: 2012-08 expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. A34128) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies and intrauterine device removal). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. The reporter commented: 4 coil on right, 1 coil on left. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.